Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated the bed is sagging in the center. The dealer stated it is about an inch worth of bend. The dealer stated the side rails are bent on the frame.